Event description:
In 10/91, this 71-year-old male pt was evaluated for coronary artery disease and ventricular tachycardia. On 10/17/91, the pt underwent coronary artery bypass graft (3 vessels) and placement of aicd patches (large lead (2) 0041-142167/0041-142169) (small lead 0040-112004) (connector 6836-001-490). On 11/04/91, an aicd was placed. In addition to the aicd, the following were placed: lead connects, model no 6836, serial no 6836-000978; lead connector, lot no 191056, 6836-000978; and vena cava lead, model no c10, serial no 0020-101272-640020. The reporting institution was notified that the pt had expired on 5/11/93. Details of the pt's death were not provided, but the device was returned.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.